Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as conclusion code was added. Boston scientific received information that this right ventricular (rv) lead had loss of capture. The patient was then taken to the catheterization laboratory for emergent pericardiocentesis. It was also noted that the patient had cardiac tamponade. The rv lead was then repositioned due to perforation in the heart wall and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had loss of capture. The patient was then taken to the catheterization laboratory for emergent pericardiocentesis. It was also noted that the patient had cardiac tamponade. The rv lead was then repositioned due to perforation in the heart wall and still remains in service. No additional adverse patient effects were reported.